Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic robotic transanal surgery (rats) rectal resection, after the first clipping in the inferior mesenteric artery (ima), the jaws could not be removed from the blood vessel, it felt like something was caught. The surgeon was able to remove the jaws while moving in various directions. The subsequent clippings were completed without any problems, so this product was used until the end of the surgery.